Event description:
(B)(4).

Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. The database showed no quality notification/s were opened for the source device. A review of the device history record showed the device had a manufacture date of 22jul2009. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. The database showed no quality notification/s were opened for the source device. A review of the device history record showed the device had a manufacture date of 22jul2009. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
Case ID: (B)(6). Case status: open. Summary: ms iii alarm. Case notes: problem description (B)(6) 2018, 11:14:13, (B)(6). Customer called due to receiving alarms on the med systems iii unit as soon as they turned it on. Also stating pressure cal required. Informed customer problem most likely due to the back up battery. If voltage is below 2.5v then replace battery. No patient involvement. Sn: (B)(4).